Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five (5) events were reported for this quarter. Four (4) devices were received for evaluation; 4 events were confirmed during testing. Two (2) devices were found to be affected by corrosion. Two (2) devices were found to be affected by a damaged electrical component. One (1) device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device ran without user activation. Four (4) reported events had no patient involvement; no patient impact. One (1) reported event had no known patient involvement; no known patient impact.